Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for fm on the stopper with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had fm on the stopper.